Manufacturer narrative:
Evaluation of the returned device was completed. Visual inspection found one stent returned without the inserter. Functional testing could not performed as the inserter was not returned. No nonconformities were found on the stent. MFR# reference: (B)(4).

Manufacturer narrative:
Date of implant estimated based on the information received. The device was returned to glaukos, and the device evaluation is underway. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Dislodged stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that during a left eye omni procedure, a trabecular micro bypass stent dislodged from the trabecular meshwork (tm) after the gonio examination. Initially, the patient underwent the left eye cataract plus trabecular micro bypass stent procedure approximately twenty (20) months prior to omni procedure. The stent was removed from the patient¿s eye successfully. Additional information was not available at the time of this report.